Event description:
According to the reporter, prior to operation, the device knife was stuck and stopped the cartridge from firing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.